Event description:
The hcp reported, that the patient had suffered a fall in 2007; the patient subsequently detected a loss of therapeutic effect one month later. The patient "fell one inch away from cap and had needed staples." The hcp suspected that placement of the staples may have damaged the lead; x-ray analysis was anticipated to the lead or extension connection area. At follow-up, system interrogation had shown impedance readings greater than 2000 ohms on all of some unipolar pairs and an open circuit was suspected. Additional information has been requested from the physician.

Manufacturer narrative:
.